Event description:
It was reported that right ventricular (rv) lead exhibited rv and superior vena cava (svc) coil impedance that was chronically high. It was noted that they both appeared to have decreased since the patient received a shock. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: 5568 lead implanted (B)(6) 2000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. The device memory indicated the lead impedance defib - svc trend was falling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no reprogramming was done and no fluctuations noted in high voltage / superior vena cava (svc) impedance with pocket manipulation and physical maneuvers. It was noted that the hv/svc trends appear to have stabilized at a lower value than previous trends. The lead remains in use. No patient complications have been reported as a result of this event.